Manufacturer narrative:
(B)(4) used to capture the surgical intervention.

Event description:
It was reported that this electrode was part of a system revision due to infection. This electrode was explanted and infected tissue was observed on the electrode. The patient will be implanted with a transvenous system on an unknown date in the future. No additional adverse patient effects were reported. This product is not expected to be returned.